Event description:
The user reported receiving a cartridge alarm, specifically alarm 29, during pumping, which was verified in the pump's history. There was no reported impact on the customer¿s blood glucose level. Corrective actions included the replacement of the pump by tandem technical support, as the customer was informed of the need for replacement, and appropriate instructions for pump return and backup therapy were provided, though the customer opted not to disclose their backup insulin therapy.